Event description:
Baxter affiliate reports one incident of a blood leak in a dry-pack dialyzer at the onset of treatment. Noted by visible blood in the dialysate compartment. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.